Event description:
It was reported that during a pt event, the autopulse platform displayed a user advisory (ua) 017 - max motor on time exceeded during active operation, error message. Additional information received on (B)(6) 2013: clinician performed manual CPR on the pt each time after the error occurred. No adverse pt sequelae was reported. No further information provided.

Manufacturer narrative:
The platform in complaint was returned to zoll circulation for investigation on (B)(4) 2013. Visual inspection revealed no anomalies. Review of archive data showed that user advisory 17 was present. Customer's reported complaint was confirmed during investigation. Functional testing failed with ua 17 error message after a few minutes of compression. Investigation detected that the drive train motor brake gap was too large and out of specification at 0.013". The brake gap was unable to be adjusted back within the specification of 0.008". Both of the set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. The drive train motor was replaced. Based on the evaluation results, a probable root cause for the customer's reported complaint may be due to the large drive train motor brake gap, which was out of specification, however, a definitive root cause for this issue could not be determined.